Manufacturer narrative:
No over delivery anomalies noted during testing .device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. Insulin pump passed the delivery accuracy test at 0.08715 inches.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was over delivering insulin. The customer¿s blood glucose level was unknown at the time of the incident. No additional information was provided. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.